Manufacturer narrative:
(B)(6). The lot was manufactured between august 29, 2018 and august 30, 2018. The actual devices were discarded; therefore, a device analysis could not be completed for those samples. However, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed spike port cap leakage at the base of the spike port tubing of the sample. The reported condition was verified on the companion sample. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the middle port. The leaks were discovered after unspecified medication was applied with the compounder, prior to patient use. There was no patient involvement. No additional information is available.